Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 502 mg/dl. The customer was feeling thirsty, achy, nauseous and was vomiting. The customer stated that her doctor didn't want her using the insulin pump any longer due to the buttons not responding. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarms during the basic occlusion test due to a faulty force sensor. The insulin pump passed the occlusion, prime, excessive no delivery and displacement tests. The buttons responded properly.